Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Proceeded with the following testing to assure proper functionality of the unit. P-cap locked in place properly during testing. After the battery installation unit gave an unexpected flashing white screen. After multiple attempts to download, the flashing white screen persisted. Unable to download history files and traces using thus software due to flashing white screen. Proceed by cutting the unit open and perform a visual inspection of connectors and electronic stack. During deconstructive analysis, it was determined that the ingress of water lead to the corroding of electronic assembly. Unit was also received with battery tube threads - cracked, cracked case (battery tube), cracked case battery side, scratched case and cracked keypad overlay at select button. In conclusion, the unit received an unexpected flashing white screen due to corroded electronic assembly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a moisture on the pump. The customer reported no adverse event. The event involved product mmt-1712k. Troubleshooting was performed, and replaced the pump. No harm requiring medical intervention was reported. Product return was requested for mmt-1712k. The customer will discontinue using the device, and the customer response was that mmt-1712k.